Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, chest pain was noted and electrocardiogram (ECG) indicated st segment changes. Aortogram indicated that the left main coronary artery was partially occluded by the skirt wrap of the prosthetic valve. Subsequently, the valve was snared into the ascending aorta. A second valve was implanted successfully with no coronary occlusion. Per the physician, the implant angle was difficult to visualize on fluoroscopy which may have contributed to the coronary occlusion. No additional adverse patient effects were reported.